Manufacturer narrative:
The field service engineer (fse) performed a routine system check and a high sensitivity system check; both passed within instrument specifications. The fse performed a 48 replicate precision test using the low level troponin I quality control (qc) material which passed within assay precision specifications. No hardware issues were noted. The unit conformed to the manufacturer's performance specifications. The plasma samples were centrifuged at 4,000 rpm (revolutions per minute) for three minutes. The cause of the incident is inconclusive.

Event description:
The customer reported elevated troponin I (access accutni) results, within the risk stratification range, for four patients, involving access 2 immunoassay system. Subsequent testing of the patient samples on an alternate access 2 system recovered lower results, within the risk stratification and one within the normal reference interval. The elevated results were released out of the laboratory. There has been no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.